Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the ruby coil pusher assembly, and the pull wire was fractured. The segment of the pull wire proximal to the fracture was not returned for evaluation. The pusher assembly was kinked approximately 74.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The pusher assembly hypotube was fractured by a penumbra investigator to reveal the pull wire, and the pull wire was manually retracted. Upon retracting the pull wire, the embolization coil detached from the pusher assembly. Conclusion: evaluation of the first ruby coil confirmed that the pull wire was fractured off on the proximal end of the pusher assembly. This type of damage likely occurred due to forceful manipulation during attempts to detach the embolization coil. The pusher assembly hypotube was fractured by a penumbra investigator to reveal the pull wire, and the pull wire was manually retracted. Upon retracting the pull wire, the embolization coil detached from the pusher assembly. The root cause of this complaint could not be determined. Evaluation of the second ruby coil revealed the introducer sheath was ovalized. This type of damage typically occurs due to over-tightening of a rotating hemostasis valve (rhv) during use. The ovalization found on the introducer sheath likely caused the difficulty advancing experienced by the physician. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for these lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2015-01252. 3005168196-2015-01253.

Event description:
The patient was undergoing a coil embolization procedure in th ascending aortic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed and detached three ruby coils into the pseudoaneurysm using a px slim delivery microcatheter (px slim). The physician then deployed a new ruby coil into the pseudoaneurysm but was unable to detach the coil using the handle. After three unsuccessful attempts to detach this ruby coil, the physician attempted to use a needle holder (hemostat) placed lengthwise on the end of the ruby coil pusher assembly to detach the coil but was unsuccessful and the back of the pusher assembly broke off. The physician removed the undetached ruby coil from the patient and was able to deploy and detach three new ruby coils into the pseudoaneurysm using a new handle without any issues. During an attempt to deliver a last ruby coil, the scrub technician was unable to advance the coil through its introducer sheath and into the px slim. The ruby coil did not enter the patient and was not used. At this point, the physician was satisfied with the results of the embolization and decided to end the procedure. There was no report of an adverse effect to the patient.